Event description:
Inbound. Patient reported veletri cassette causing beeping and no disposable alarm when first attaching cassette to pump. Stated the tubing is not flat on top of cassette after pushing green button and pushing down on the tube in that groove. Patient switched to new cassette and pump started without alarm. No lot number available. No further details provided.